Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The board and connecters were reseated during in service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system left monitor went black and there was a communication error. No pt injury was reported.